Event description:
The original staple load did not fully fire. There was a re-load used as well. Patient deceased due to complications of injuries. The doctor re-examined the stapler and placed the original load back into staple gun and deployed once again. There were many staples in the original load that were discharged at that time.